Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge ran out of insulin, and the customer is requesting assistance turning off the pump until they are able to change the cartridge. Customer had elevated blood glucose levels (over 400 mg/dl). Customer delivered an injection to stabilize blood glucose levels.